Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 3.0mm x15mm quantum maverick balloon ruptured on the first inflation at 12 atm's after 10 seconds. The device was removed intact. The procedure was completed with a different device. There were no reported complications and the patient's condition was good.